Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following section could not be completed with the limited information provided: implant date - unknown. This product is not manufactured by zimmer biomet u.s. And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k023546. Requested but not returned.

Event description:
It was reported that patient underwent right total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2016 due to infection and loosening of the femoral component. A lateral distal femoral augment was implanted due to bone cavitation on the lateral femoral condyle.